Event description:
Eighteen hours after having gastric bypass surgery a death of a patient was reported. The ambit pump was on the patient at the time of death. It was reported from the clinician that there were many possible causes that could have allegedly contributed to the death of the patient; however, at this time it is uncertain what the exact cause of death is. As of date no product has been returned for an evaluation and no further information has been reported.